Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had initially reported the event. The patient has a follow-up appointment with her health care professional on (B)(6) 2019. The patient has not been using stimulation much as the majority of her pain is on the right side. The battery dies very quickly. Aside from the fall, the cause of the high impedances is unknown. A reprogramming session was performed after the power on reset message was cleared, but the patient was unable to receive any pain relief in her right extremity. There were no further complications reported.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-oct-09. It was reported that the patient¿s device malfunctioned, and she was having the device removed. The caller stated that the patient had an injury in (B)(6) 2019 and the patient claimed that the device malfunctioned in (B)(6) 2019. A manufacturer representative (rep) met with the patient in (B)(6) 2019 and the caller was trying to get more information that was contained from that appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient had a hard fall affecting her low back and head on (B)(6) 2019. An overdischarge was confirmed on (B)(6) 2019. The power on reset message was cleared, and reprogramming was performed. The patient has good coverage of the left leg but denies any coverage/pain relief of her right hip/leg. An impedance check was done, and the 0-7 lead all had high impedances of greater than 10,000 ohms. On the 8-15 lead, there was one high impedance on contact number night with 8 being the reference. With 9 being the reference, high impedances included 8, 11, 12, and 13. Surgical intervention was not planned or performed at the time of the report. There were no further complications reported.